Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm correlating to a load test condition on 30mar2025. At this time, the loaded voltage was under the acceptable voltage threshold as compared to the unloaded voltage, triggering the alarm. The alarm remained active throughout the remainder of the data, and no other notable events were observed. The pump operated as intended throughout the data. The returned system controller (serial number (B)(6) was functionally tested and performed as intended throughout all testing. Load tests were initiated after extended testing of the controller and battery was performed, and atypical alarms were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue.. Review of the device history record for system controller, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a backup battery (ebb) fault event was recorded. The system controller was replaced and the alarm resolved. Log files were submitted for review and the event log file recorded a backup battery fault event at 30mar2025 5:53:05. This event appeared to have occurred after the system controller attempted a load test.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.